Event description:
On 8/15/00, the pt was started on reopro as part of a target study. Approximately two hours post-angio-seal deployment, the pt complained of back pain. The patient's blood pressure dropped and dopamine and a fluid bolus were given. Due to a suspected retroperitoneal bleed, the pt was transferred to the ICU and transfused with two units red blood cells and two units platelets. A CT scan of the abdomen and pelvis was performed. The patient's blood count was stable.